Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the connector was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet could not pass through. There was foreign material visible inside the is-4 pin and on the conductor which appeared to be crystallized saline. These appear to have been caused at the implant when the physician was using the saline. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a stylet could not be inserted into the lumen of the attempted left ventricular (lv) lead. A different lead was implanted. No patient complications have been reported as a result of this event.